Event description:
It was reported to philips that the system was unable to power up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and identified the reported problem. After reviewing the log, fse found the reported issue. Upon troubleshooting, fse found pdu fan tray and dcps faulty. To resolve the problem, fse replaced the pdu fan tray and dcps and return the part for further analysis and failed component of the pdu fan tray and dcps. After the replacement of the pdu fan tray and dcps, the system was restored to normal working order. The codes were updated based on the investigation outcome.